Manufacturer narrative:
The evaluation result and evaluation conclusion codes have been updated.

Event description:
It was alleged that a patient received a discrepant result on (B)(6) 2022 when testing with coaguchek xs meter serial number (B)(4). The patient's therapeutic range is 2.5 - 3.5 inr. It was initially reported on (B)(6) 2022 that the patient had high results from the meter. The results were not reported to the patient's provider. A review of the meter's patient result memory was performed and the following values had been measured: 3.0 inr at 10:46 on (B)(6) 2022; 1.9 inr at 16:03 on (B)(6) 2022; 7.7 inr at 18:45 on (B)(6) 2022; 7.0 inr at 18:48 on (B)(6) 2022. During a call back on (B)(6) 2022, it was reported that the patient received another high meter result of 7.0 inr on that day at an unknown time. The meter's patient result memory was checked and the last result stored was 7.0 inr on (B)(6) 2022. During the call, the patient tried testing twice and each time, the test strip was not detected. It was determined the patient was not inserting the test strip correctly. The patient tried again inserting correctly and the test strip could not be detected. There were no remaining test strips to try. At 12:05 p.m. On (B)(6) 2022, the patient had a laboratory result of 3.5 inr when tested with an unknown method. During a call back on (B)(6) 2022, it was reported that the patient had a meter result of 7.0 inr again on that day. It was reported that the patient also performed two additional meter tests on (B)(6) 2022 and each time, the result was 7.7 inr. When checking the meter's patient result memory, the last 2 values were as follows: 7.7 inr at 18:45 on (B)(6) 2022; 7.0 inr at 18:48 on (B)(6) 2022.

Manufacturer narrative:
The customer's meter was requested for investigation. If the product is returned in the future, a follow up report will be submitted. No remaining test strips were available. A replacement meter and test strips were sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."